Event description:
The patient was admitted to the hospital for laparoscopic removal of extrauterine intrauterine device (iud). The iud was visualized on the anterior surface of the omentum partially embedded. The iud was removed with strings attached via the laparoscopic procedure. The iud was described as plastic t shaped, 3.2 x 3.2 cm with the vertical bar being a white plastic cylinder 0.3 cm in diameter and from the lower tip arises two monofilament gray strings 8 cm in length.